Event description:
The screws were reported to have loosened shortly after being implanted. A second procedure was performed as a result of this situation. As surgical intervention did occur an MDR is being filed to document this event.